Event description:
A surgeon reported that a memory lens implanted in an unspecified eye of a pt has since specified. Explant surgery has been planned, but not yet scheduled. Request has been made for additional info, however, no further info has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing specification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.